Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, a navigator was used and the tip of the access sheath broke off. It was also reported that the sheath that broke off was still inside the patient's ureter and attempts to remove the sheath were made but were not successful. The patient was reported to have tortuous ureters. The procedure was not complete due to this event. The patients condition post-operatively is still unknown up to the present but if new information were to come, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator was used during ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the access sheath broke that resulted to tearing of the patients' ureter. Attempts to remove the tip were unsuccessful. The procedure was not completed due to this event. The current condition of the patient is unknown, and there is no information available per account as to how the tear was managed. A supplemental MDR shall be filed upon receipt of any additional information.

Manufacturer narrative:
Complaint confirmed, the distal tip of the navigator was found to have detached/separated from the navigator dilator. There was no significant deformation, surface irregularity or material transfer at the point of breakage. Navigator hd devices are validated to meet the product specification. However, the effect of procedural/anatomical factors or potential excess force during device removal/withdrawal could not be determined. This investigation will be assigned the most probable root cause classification of undeterminable. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. (B)(4). Additional information received stating that the patient's ureter was torn.

Manufacturer narrative:
Additional information received regarding patient's condition and was reported to be poor. The patient was experiencing inflammation so it was decided to wait until the swelling has subsided before removing the sheath tip. No further information at this time.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, a navigator was used and the tip of the access sheath broke off. It was also reported that the sheath that broke off was still inside the patients' ureter and attempts to remove the sheath were made but were not successful. The patient was reported to have tortuous ureters. The procedure was not complete due to this event. The patients condition post-operatively is still unknown up to the present but if new information were to come, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.